Event description:
Pt to interventional radiology for placement of an iliac stent. Right iliac artery accessed through standard right common femoral artery puncture. A 10x80x80 smart stent failed to completely deploy. It became hung on the delivery device and neither could be removed. Pt was taken to or for removal of smart stent and placement of another stent.